Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
No parts or logs were available but the provided information (service report) received that non-original battery modules were used, and the photos contained in the service report confirmed the non getinge battery modules. The use of counterfeit components may result in unforeseeable consequences. Only getinge supplied or recommended parts should always be used for the safe use and designed performance of the ventilator. According to user manual, original parts from the manufacturer must be used.

Event description:
Manufacturer's ref #: (B)(4).